Manufacturer narrative:
During processing of this incident, attempts were made to obtain date of explant but was not given.

Event description:
It was reported patient's system was explanted at an unknown time due to system not providing sufficient pain relief.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.